Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc needle through shield. Patient underwent thoracoscopic lobectomy under general anesthesia at 8 o'clock on (B)(6) 2024, and when intravenous infusion was performed as usual before the operation, it was found that when the indwelling needle was opened to prepare for infusion, it was found that the tip of the indwelling needle punctured the needle sleeve, and the needle tip hose was damaged and could not be used. Discontinue use immediately and replace with a new indwelling needle. The surgery was performed normally and did not affect the course of the surgery or the patient.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3016119. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.